Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console presented with poor aspiration during the ultrasound and irrigation aspiration mode. The surgery was completed without patient harm.

Manufacturer narrative:
The company representative confirm and replicate the reported event. The foot switch was examined, and it was found that a cotton swab was caught in the heel of the foot switch. After removing the cotton swab, that the values were able to rise to the set values without any problem. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality analyst to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to debris in the footswitch which narrowed the motion of the footswitch and prevented sufficient aspiration. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).